Event description:
Report received that the pump failed to sound an audible alarm. The pump was returned to the biomedical department with an unsigned note that read "broken". During testing, the biomedical engineer indicated that the pump sounded an audible tone when on the high volume setting; however no audible tone was noted when the pump was placed on the low volume setting. Though requested, no further information was provided.